Manufacturer narrative:
(B)(4).the device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between february 28, 2013 to march 1, 2013. Investigation summary: baxter received one sample for evaluation. Visual inspection noted a ruptured bladder. Microscopic inspection revealed markings on the interior surface of the bladder were observed near the rupture line; however the cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred during filling with fluorouracil. There was no patient involvement. No additional information is available.